Event description:
Home health nurse stated she has been having a lot of issues with the patient (pt)'s pump (serial number and expiration date not provided) over this last month. She stated it works, but receiving 'error in line' error when there is not an error in line. She stated the infusion amount is showing 'negative.' She said lots of errors/issues with it. Nurse stated this is a new pump and having these issues. Nurse indicated that with the last pump, they had no issues at all. Pharmacy replacing pump. Return material for device associated with event to be sent. Product availability for investigation will be dependent upon pt returning. No missed doses, interruption to therapy and/or adverse event(s) reported due to product issue. No further info.